Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the threads of the biosure screw peeled off during insertion into the bone tunnel. The screw and all pieces were removed from the patient and a backup screw of the same model was inserted into the same bone tunnel to complete the procedure. No patient impact was noted as a result.

Manufacturer narrative:
One biosure ha 9mm x 30mm screw received. Dimensional inspection verifies that this was a 9x30mm product. The head of the screw is in good condition. Distal threads have compression and curled over. As the thread diameter increases, thread outer diameter edges become stripped off. This condition is consistent with an inferior tunnel use. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.